Event description:
Us distributor contacted zoll to report that a patient was treated. The patient's neurological status at the time of the event is unknown. No injury was reported from the treatment the patient had a syncopal episode and went to the hospital. The response buttons were not pressed. The response buttons functioned appropriately. The patient continued use of the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.